Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (code 204 / constant gong alarms) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the yellow (pgnd) wire was open inside the trunk cable. In addition, the cable connecting the distribution node (dn) and front therapy electrode (te) was pulled from the dn strain relief. The cause of the code 204 is the damaged connector and open wire in the trunk cable. The cause of the constant gong alarms is the damaged te cable. The root cause of the cracked connector and open wire is excessive force placed on the cable. The root cause of the damaged te cable is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the patient's device was producing service code 204 and constant gong alarms.